Manufacturer narrative:
Device passed displacement test and self test. No unexpected pump error 38 alarm noted during testing. Device functioning properly. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed no motor movement or negligible movement, retries to free a stuck motor failed for the second time. The customer's blood glucose was unknown at the time of incident. Troubleshooting was not performed and the customer was advised that the insulin pump needed to be replaced. The device is not expected to be returned for analysis.